Event description:
On (B)(6) 2018, pt went to operating room for whipple procedure. No complications. The pt was wanded prior to closing per protocol. The sponge count was noted to be correct. The pt was in stable condition and was transferred to the progressive care unit post op. While in the progressive care unit a post op x-ray revealed a foreign body in the abdomen. The pt returned to the operating room same evening for exploratory laparotomy, removal of retained sponge.